Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; within plastic bio-pouch; and within dispenser coils. The pipeline flex was returned outside the marksman catheter. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be kinked at ~85.0cm from proximal end and ~15.7cm from distal end. In addition, the catheter body was found to be flattened from ~6.0cm to ~4.5cm from distal end. No damage was found with marksman catheter distal tip/marker band. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at distal as the device was resheated. In addition, the pipeline flex braid ends were found fully opened and damaged. However, the root cause for damage could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. In addition, the pipeline flex and marksman catheter were confirmed to have resistance during delivery/retrieval as the pipeline flex and marksman catheter were found to be damaged. From the damages seen on the hypotube (stretching); braid (frying); and catheter (kinking/flattening); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. Possible causes include damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The cause of the event was not determined. There was no damage or evidence of tampering to the marksman ((B)(6)) packaging, and no damage was noticed upon opening the package. Hydration was performed prior to the damage being seen. The distal end of the pipeline did not fully open, despite being placed in a straight segment of the vessel. No additional steps or other devices were attempted to open the pipeline, and there were no issues with the navien.

Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that this dense mesh stent was intended for aneurysm treatment, and the operator selected a ped-250-16 for implantation. After thorough hydration, the ped-250-16 was delivered into the marksman stent catheter. After the stent was in position, the tip end could not be opened during deployment. The operator attempted to withdrawn and redeploy the stent twice, but it still could not be opened. The stent was deployed up to the withdrawn marker point, but repeated push-pull maneuvers still failed to open it. Considering that repeated attempts had caused intimal injury to the patient¿s vessel, the stent was withdrawn and found to be deformed and could not be used anymore. To ensure patient safety and the smooth progress of the procedure, a different ped stent was used instead, and the procedure was successfully completed. It was also reported that a marksman microcatheter, lot: 228092704 was used for aneurysm treatment. After opening the package and hydrating it, when a y-valve was connected in preparation for delivery, a kink was found in the middle section of the microcatheter. When attempting to advance the microguidewire, it could not be delivered smoothly. Therefore, the microcatheter was reported and returned. A new marksman microcatheter was used instead, and the proce dure was successfully completed. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or c omplications were associated with this event. The patient was undergoing surgery for treatment of an aneurysm. Access vessel was the femoral artery. Ancillary devices include a navien6f115 (rfx072-115-08mp/b787640) and marksman (fa-55160-1030/228046341).